Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. The customer¿s blood glucose level at the time of incident is 314 mg/dl. The customer was treated for high blood glucose with changing infusion set and insulin pump. The customer was not experienced any symptoms of high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that the insulin pump passed high pressure test. The customer was reported that the drive support cap was normal. The insulin pump will not be returned for analysis.